Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during periodic reprogramming session high impedances were observed on the lead. Reprogramming resolved the issue at the time. However, the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue. Effective therapy was restored postoperatively.

Event description:
Additional record review indicated possible fracture was also observed on the lead.